Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿material sensitivity reactions¿ and ¿postoperative pain.¿

Event description:
It was reported that the patient underwent left total hip arthroplasty on (B)(6) 2010. Subsequently, the patient underwent a revision procedure on (B)(6) 2014 allegedly due to metal hypersensitivity and pain. The modular head and taper adapter were removed and replaced.